Manufacturer narrative:
Section d references the main component of the device system; other relevant components include: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2011, product type catheter.

Event description:
Information was received from a consumer regarding a patient who was currently receiving fentanyl [100.0 mcg/ml] at a dose of 125.20 mg/day via an implantable pump for non-malignant pain. It was indicated that the pump was also used to deliver baclofen, dilaudid, and morphine all at unknown concentrations and doses in the past. It was reported on (B)(6) 2017, that the patient was not getting good pain relief. Information was requested regarding whether the patient¿s pump had been recalled. It was stated that it was like the drug was not taking effect. It was indicated that there were no alarms sounding. It was noted that the healthcare professional (hcp) was pulling too much back at refills but the volumes were unknown and it was unknown if the hcp thought they were getting more back than expected. It was stated that the patient was sensing that the pump wasn¿t working or at least not working like the patient thought it should work for their pain. It was noted that the hcp did a ¿side port evaluation¿ which took longer than with the patient¿s previous hcp. It was questioned whether the current hcp did the dye study correctly because the other times the patient had a dye study it took at least 45 minutes and the hcp had the patient move into several different positions whereas this time it took 15 minutes and the hcp said the pump was working fine. It was reported that the pump had never worked the way the patient thought it should and they got ¿maybe 20%¿ relief from their pain. It was indicated that the patient was redirected to discuss the lack of therapy with the hcp but it was stated that the hcp didn¿t understand and the patient was not having the pump replaced. It was noted that the patient had 18 months to elective replacement indicator (eri). Extreme chronic pain was reported as symptoms experienced, which was considered a sudden change in therapy/symptoms. It was stated that the pump had never really worked for the patient and that it had not worked to manage the patient¿s pain as they wanted since implant. It was also noted that the patient thought the drug was going into the scar tissue in their spine instead of where it should go and it was reviewed that intrathecal delivery and cerebrospinal fluid would not be the same as the patient¿s other ¿spinal issues.¿ no further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on (B)(6) 2017. It was reported that a catheter dye study was done on (B)(6) 2016 and there was successful aspiration of fluid in the catheter. It was indicated that they had adjusted the rate of the pump and the patient¿s oral medications as actions/interventions taken to resolve the issue. The cause of the reported issues was not determined and had not been resolved. The patient¿s weight at the time of the event was unknown. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2017-may-26. It was reported that it was still very difficult for the patient to walk any distance. It was also stated that it felt like the lumbar spine would get tighter and tighter until feeling like it should explode. It was related that the main reason the patient tried the pump was because they had scoliosis and that the patient¿s spine was fused with a harrington rod in 1978 when the patient was (B)(6). It was noted that they tried everything including chiropractors, massage, and braces but the patient¿s spine continued to curve with pain. It was indicated that the patient had many complications after the fusion with the rod and that at one point the doctor wanted to remove it but did not. It was stated that then 13 years after the rod started to move the doctors removed it as it was ¿not good¿ but had great difficulty getting it out and had to cut it in half. It was stated that the patient had hoped that the pump would have worked better for them. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.